Event description:
Healthcare professionals (hcp) reported injecting a patient with juvéderm® volift¿ with lidocaine in the ¿nasolabial wrinkles.¿ approximately one month and three weeks later, the patient was injected again with juvéderm® volift¿ with lidocaine in the ¿nasolabial wrinkles.¿ the patient experienced a slight swelling that persisted for two weeks. About four and a half months later, the patient was also injected with vistabel®. About six and a half months after, the patient was injected with profhilo hl hyaluronic acid. Two weeks later, the patient was injected again with juvéderm® volift¿ with lidocaine in the ¿nasolabial wrinkles.¿ at that time, the patient reported that after about ten days of using vistabel l®, the patient had non-device related arrhythmias, and the patient could not breathe with their full lungs (non-device related) and they had difficulty swallowing only at night (non-device related). Approximately three weeks later, went in for a follow-up due to a ¿nodule¿ in the left mentolabial groove. The patient also reported a subjective sensation of ¿muscle twitching¿ at that site. The hcp advised the patient to gentle massage and another follow-up. Approximately one month later, the patient reported swelling in the left infraorbital area. On palpation, a change measuring about 1 x 1.5 cm was established (an area where filler was not applied). Along the nasolabial and mentolabial folds, there are confluent granuloma-like changes, without signs of inflammatory reaction or tenderness on palpation. Biopsy was not provided. The patient was suggested to undergo hyaluronidase and corticosteroid therapy, but the patient declined treatment. Symptoms are ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "arrhythmia", deemed not device related, is considered an unexpected adverse drug experience.